Manufacturer narrative:
The event date was estimated for (B)(6) 2019.

Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33 mm watchman laa closure device & delivery system (wds) were used. The procedure went as planned and the closure device was successfully implanted in the laa of the patient. There were no patient complications that were reported. In (B)(6) 2019, it was discovered that there was a device related thrombus. There were no leaks and the device is still in the correct position. There was no treatment for the patient other than oral anti-coagulants. The patient is stable and doing well.